Manufacturer narrative:
(B)(4). Additional narrative: the reported complaint incident for overinfusion was not confirmed. The sample evaluation did not confirm the reported condition. The device performed as expected. Upon receipt, the sample was visually examined for signs of abnormality that may have contributed to the reported condition; however, none were found. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative:the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter france received a report that one (1) baxter basal bolus infusor reportedly overdelivered during patient use. The device was scheduled for a 72hour infusion at a rate of 0.5ml/hr, but completed in 20 hours. There was no report of patient injury or medical intervention. No additional information is available.